Event description:
The company received a report that the primary speaker on the device did not provide an audible tone. The caller confirmed that the secondary speaker did function as intended and provided an audible tone.

Manufacturer narrative:
The device was received and evaluated. Factory service confirmed the reported complaint of "error 583" which is associated to a primary speaker failure. The investigation discovered an intermittent problem with the internal speaker wires.